Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l40096, implanted: (B)(6) 1997, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml clonidine at minimum rate, 30 mg/ml bupivacaine at 0.189 mg/day, and 1 mg/ml dilaudid at minimum rate via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient was experiencing some increased back pain, so the patient went for revision on (B)(6) 2017. It was discovered that part of the catheter sheared off in the intrathecal space. It was noted that they could not measure that portion. The issue was diagnosed via surgical exploration and a dye study. A revision was done and a new distal segment and part of a proximal pump segment was connected to the existing proximal pump segment. It was noted that a catheter segment was unintentionally left in the patient. The event date was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.